Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
In order to attach the nail to the nail handle, tried to insert a holding screw from the post. The screw did not enter all the way and the thread part did not reach the nail. There was another spare screw, but it could not enter into the post again. Forced it in, but could not attach the nail to the handle. Shaved off both the handle and the screw with rasp, and managed to continue the operation.

Manufacturer narrative:
Review of the DHR of the reported nhs revealed no conspicuities. Referring to reported ¿shaved off both the handle and the screw with rasp¿ it was concluded the material had seized resulting in increased diameter. Consequently, the nail holding screw did not reach the intended depth for engaging the nail. A reason for potential seizing could have been caused by high surface pressure while high load applied to the nail holding screw. However, a real cause could not be determined due to missing product. With available information a deficiency of the device could not be verified.

Event description:
In order to attach the nail to the nail handle, tried to insert a holding screw from the post. The screw did not enter all the way and the thread part did not reach the nail. There was another spare screw, but it could not enter into the post again. Forced it in, but could not attach the nail to the handle. Shaved off both the handle and the screw with rasp, and managed to continue the operation.